Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. An ipsolateral approach was used. The 100% stenosed lesion was located in a severely tortuous and severely calcified anterior tibial artery. A non bsc guide wire crossed the lesion. The 2.5x20mm sterling es balloon then crossed the lesion and on the first inflation was inflated once to eight atmospheres. On the second inflation, the balloon ruptured at eight atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.